Manufacturer narrative:
Serial number and location of device is not provided, therefore we cannot investigate device. No further info is available at this time. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
Nidek received maude event report (B)(4). Pt complaining of night time glare, starbursts and haloes around lights after their bilateral lasik surgery in 2005. Pt is unable to drive at night and cannot see road signs or people.